Event description:
The lead was capped.

Event description:
It was reported that the device was explanted and replaced two days post implant, due to no capture or oversensing. The leads tested normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was not verified in the laboratory. It is believed that the reported issue was due to body fluid interaction in the sj-4 connection between the ICD and lead.